Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed creatinine (cre2) patient sample result obtained on on a dimension exl w/lm system. Siemens is investigating the event.

Event description:
A discordant falsely depressed creatinine (cre2) patient sample result was obtained on a dimension exl with lm system. The result was reported and questioned by the physician(s). The same sample was reprocessed on the next day on an alternate dimension exl system and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed cre2 result.

Manufacturer narrative:
Additional information (10-may-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the falsely depressed creatinine (cre2) result on a dimension exl w/lm system. Hsc reviewed the information provided by the customer. A siemens customer service engineer was dispatched to the site. Maintenance procedures were performed. Quality control was within customer acceptance range and no issues were noted with other patient samples indicating that the dimension exl w/lm system and cre2 assay were performing acceptably. Repeat of the same sample yielded the expected result. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00107 was filed 03-may-2022.